Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Device evaluation: the transmitter has been returned and evaluated by product analysis on 03/15/2017 with the following findings: -returned transmitter was paired with test pump correctly. Blood glucose (bg) value was set to 120 mg/dl twice within 2 hours. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No error, alarm or warning occurred, the transmitter performed within specifications, unable to duplicate ¿call service 206¿ complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the or transmitter out of range alerts (cs 206) were displayed for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.